Event description:
Related manufacturer report number 3006705815-2022-14701. It was reported that, during a procedure to explant the system on (B)(6) 2022, a part of the tip of one lead remained in the intraspinal position. Physician decided to leave the part implanted and explanted the remaining devices. Note: as it is unknown which lead remains implanted, both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.